Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer successfully reloaded the cartridge prior to calling into tandem technical support and received an accurate fill estimate. Subsequently, it was reported that a cartridge change error. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose level was 130 mg/dl.